Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site to inspect the ion selective electrode stirrer motor. The cause of the discordant k results is unknown. Siemens is investigating this issue.

Manufacturer narrative:
The initial MDR 2432235-2014-00259 was filed on march 29, 2014. Additional information (03/28/2014): a siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse upgraded the ion selective electrode motor due to a failing stirrer motor. Calibrations and quality controls were run, resulting within range. The cause of the discordant k results is a faulty stirrer motor. The instrument is performing according to specifications. No further evaluation of the device is required. (B)(4).

Event description:
The samples were retested on an alternate instrument, resulting higher. These results were reported to the physician(s).

Event description:
Discordant, falsely low potassium (k) results were obtained on three patient samples on an advia 2400 instrument. The discordant results were not reported to the physician(s). The samples were retested on an unknown instrument, resulting higher. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low k results.